Event description:
Olympus was informed that during an unspecified endoscopic procedure, the clv-u40d was turned off and endoscopic image disappeared. The physician withdrew the endoscope from the patient and stopped the procedure. There was no patient harm reported.

Manufacturer narrative:
The referenced device was not returned to the olympus for evaluation. The field service engineer confirmed the subject clv-u40d at the facility, he found that the lamp access cover of the clv-u40d had been open. There was a high possibility that the lamp access cover had not been closed firmly when the main lamp had been changed to new one the day before the procedure. The facility is continuing to use the clv-u40d without problem. Therefore, there was a high possibility that the clv-u40d had no abnormality. Also, olympus checked the manufacture history of the subject device, there was no irregularity found. Olympus stated the notice of the lamp access cover and the appropriate handling of the clv-u40d when the clv-u40d had abnormalities in the instruction manual. This report is being submitted as a medical device report in an abundance of caution.